Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Blood glucose was not impacted. Reportedly, the customer will use the current pump until replacement arrives.